Event description:
All of our outlook 100 infusion pumps are configured for kilograms. Biomedical was contacted by ICU nurses regarding a pump that was configured for pounds instead of kilograms. The configuration change was detected prior to starting the infusion. The pump was evaluated by the biomedical department and it was found that all of the drugs in the dose mode that were dosed using the patient's body weight had the body weight in pounds. If the patient's weight is entered into the pump in pounds the pump calculates the correct delivery rate. If the pump is programmed with patient's weight in kilograms the delivery rate is lower than prescribed. The infusion pump was tested to manufacturer's specification and passed all of the performance tests. After talking with b. Braun and performance testing the outlook 100 infusion pump it has been determined that the clinician operating the infusion pump can make changes to the patient's body weight unit of measure. When changes are made to the patient's body weight unit of measure the setting remains until it is changed back manually. When the pump is taken out of the dose mode and put into the standard mode the infusion pump does not go back to the default parameters settings that it was originally programmed with. Cycling power does not change the pumps parameters to the original default settings.